Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was incorrectly serviced by a third party, and this caused the over infusion. The pump required maintenance and calibration. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was over infusing. They stated that they attempted to perform calibration during non-factory recertification and they were unable to complete it because it failed. Mmdg followed up with the initial reporter, who stated that this had occurred during testing and did not affect a patient. (B)(4).